Event description:
The customer reported that during the procedure, there was no power transmitted due to the problems in impedance measurements. This was identified prior to use. There was no pt involvement. Initial eval found the insulation was damaged and the needle was bare in one spot.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.